Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose to 1,000 mg/dl while wearing the pod between 24 and 36 hours. The patient reports hitting a doorway in which caused the pods cannula to become dislodged from the pod infusion site. Symptoms reported include hyperglycemia and vomiting. The patient had removed the pod and administered manual shots of insulin. Once at the hospital the patient was treated with an insulin drip and radiology and a cat (computerized axial tomography) scan were performed. The patient was released from the hospital after 2 days. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.